Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed poor morphology scores on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.